Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 520 mg/dl. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. A correction injection via manual injection was administered to address bg level.the customer reverted to manual injections for insulin therapy.